Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2019; product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2019; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient complains of pocket pain because battery migrated. Might possibly consider pocket revision. Also complaining of recharging, that it takes to long. Meeting with patient on 12/6 to address recharging. Rep also advised him to check the remote at 15 min instead of 40 min. Surgical intervention was planned but not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-aug-2023, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 29-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported shortly after implant (early 2020), they started having tremendous amount of pain around the device. Pt said over a period of a few weeks pt realized device had moved quite a bit and followed up with their healthcare provider (hcp), who did some imaging and learned that the leads had migrated several inches from where they were implanted. Pt said the hcp was going to do a revision, but pt decided not to due to the cost and risk. Pt then said about a month ago, they were walking and started getting very intense stimulation periodically if they stepped too hard or turned the wrong way. Pt said they had a very similar issue to this early on (shortly after learning the leads migrated) on group a, so pt stopped using a at that time and has only used b and c since, which pt reported did not have a problem until this recent event. Pt said after their walk they turned stim off and have had it off since. Pss asked, pt said they did not have any falls or trauma, but don't know if the leads moving is part of the issue. The circumstances that led to the reported issue were unknown. The patient was redirected to their hcp/rep to further address the issue. *2 call recordings.